Manufacturer narrative:
Should additional infomation become available, a supplemental report will be submitted. The device was not returned for evaluation.

Event description:
While pre-drilling for a screw, the flexible drill broke. Pn 112583 lot 330002.

Manufacturer narrative:
An event regarding crack/fracture involving a mako driver shaft was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been 01 other event for the lot referenced. Conclusions: neither the event was confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient medical information was provided. If the device and/or additional information is received, this investigation will be reopened and re-evaluated

Event description:
While pre-drilling for a screw, the flexible drill broke. Pn 112583 lot 330002.